Event description:
Pt had ovarian cystectomy and was discharged with no apparent complications returned with sepsis and discovered burn of intestines apparently occurring during previous surgery. Facility submits this report pursuant to the provision 21 cfr part 803. This report is based on preliminary info received by facility which the facility has not had the opportunity to investigate or verify prior to the reporting date. Facility has not conclusively determined the cause of this event. This report shall not be construed as an admission by facility that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be constued as an admission that a reportable event has in fact occurred.